Event description:
Patient reported the physician could not pull medication out; it's been like that ever since she's had the pump. Caller stated that currently the medication was being titrated down each month. The pump was delivering fentanyl. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, lot# j10925r52, implanted: (B)(6) 2002, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type accessory.

Manufacturer narrative:
(B)(4).